Event description:
It was reported that the right ventricular (rv) lead had an unstable increase in pacing impedance. Review of performance data indicated varying and high impedances along with increased sensing integrity counts (sic). A conductor fracture was suspected; however, a connection issue could not be ruled out. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported that during the revision procedure, the rv lead had normal values when tested with the analyzer. Since the device was nearing recommended replacement time (rrt) and a connection problem was suspected, the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.